Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; timing and outcome of endovascular repair for uncomplicated type b aortic dissection akin et al. European journal of vascular and endovascular surgery january 27, 2009 https://doi.org/10.1016/j.ejvs.2021.02.026. Age or date of birth: mean age. Sex: mean gender. Implant date: exact date of implant unknown. The 30 day mortality rate was 2.2% 6). There was no information to suggest any of the valiant captiva device failures caused or contributed to the deaths. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered MDR reportable unless clearly stated as being associated with a medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in conjunction with non mdt stent grafts during tevar in patients with uncomplicated type b aortic dissection (utbad). The following adverse events were reported: aortic rupture, retrograde type a dissection (rtad), cva, respiratory failure, pneumonia, cardiac failure, transient spinal cord ischemia, access complication, dissection, distal stent graft induced new entry tear (sine), false lumen. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.